Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 145 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. Customer was pushed in the water when he had the insulin pump in pocket. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to perform functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test or excessive no delivery test due to motor error alarm. Unit was received with moisture damaged on electronic assembly, minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.